Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Evaluation: an opened sample of product was returned for evaluation. During the visual inspection of the sample, a foreign matter, hair, under foam park into the straight pack folder could be observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition the assignable cause of the foreign matter is a hair.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and the suture was used. It was reported that during surgery, when opening the package, it was found that there had been a foreign substance like a hair on the needle park foam. There were no adverse patient consequences reported.